Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement and material deformation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there were crimp marks between the balloon markers, suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during sheath removal and/or during preparation for use resulted in the reported stent dislodgement. Reportedly, the stent was found on the floor likely stepped on resulting in the reported material deformation. The noted multiple bends on the hypotube likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the stent dislodged from the 2.75x23mm rx aline stent delivery system (sds) prior to use. The stent was found on the floor of the cath lab damaged. Another sds was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.